Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and revealed that the product met all acceptance criteria for release. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv 2.5 device had ruptured during filling. According to the report, 50ml of the medication had been filled and while the next 30ml was being prepared, the reservoir ruptured. There is no report of patient injury or medical intervention. No additional information is available.